Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was sticking out. Blood glucose level of the customer was 192 mg/dl and current blood glucose level was 170 mg/dl. The customer was assisted with the troubleshooting. Customer stated that the able to clear the alarm and able to rewind the insulin pump. Customer stated that the insulin was squirting out during the prime process. The insulin pump will be returned for the analysis.